Event description:
It was reported that the customer was unable to remove the battery cap. The customer blood glucose level was unknown. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports that the insulin pump had a slightly stripped battery cap (p) coin slot noted. A cracked display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.